Manufacturer narrative:
The ge rep evaluated the system and replaced a low voltage power supply plug. The system operates as intended.

Event description:
The customer reported the system will not power up. No pt injury was reported.